Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was involved in a car accident. The patient went to the hospital due to feeling uncomfortable. The device was found to be pacing at 100 beats per minute (bpm). The magnet feature was programmed off and the device returned to normal state. Boston scientific technical services (ts) discussed the magnet reed swtich had most likely jammed from the jolt of the car accident or pressure from the seatbelt. Since the reed switch could not be unstuck, the magnet function was left turned off. There were no additional adverse patient effects reported.